Event description:
Same case as MFR#6000093-2004-01395. Clinical study. It was reported 2 days after a coronary drug eluting stenting treatment procedure a stent thrombosis and target vessel reintervention occurred.

Event description:
Same case as MFR # 6000093-2004-01507 and 01395. It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the distal cx with 99% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilatation and a 2.5x20mm taxus stent, with 0% residual stenosis. Recommendation was made for staged procedure to the lad within 1-2 days. Two days later, the pt returned to the catheterization lab for planned intervention to the lad. Target lesion 1 was located in the mid-lad with 85% stenosis and was 25mm long with a reference vessel diameter of 2.75mm. Target lesion 1 was treated with predilatation and a 2.75x32mm taxus stent, with 0% residual stenosis. During this procedure, a subacute stent thrombosis of the previously placed left cx stent was also noted. Two days later, the pt returned to the catheterization lab for staged procedure to the lad. Coronary angiography on the same day revealed a subacute stent thrombosis of the previously placed left cx stent (2004). Per catherization report, the proximal portion of the stent appeared to be slightly under expanded, and the reason for thrombosis was thought to be distal dissection, as evidenced by slight staining outside the vessel at the distal edge of the stent. The left cx lesion was treated with balloon angioplasty, resulting in recanalization of the artery. Under expansion of the proximal portion of the stent was also treated with balloon angioplasty for post-dilatation. Distal dissection was treated with a 2.5x16mm taxus stent overlapping the distal edge of the previous stent. Per catheterization report, final angiography showed "no residual, no dissection, and timi 3 flow." The pt was discharged on the following day on asa and plavix therapy. The next day, the pt was readmitted with chest pain radiating to the right arm. Coronary angiography three days later revealed widely patent stents in the left cx and mid-lad; 90%-95% stenosis of the mid rca was treated with balloon angioplasty. The pt was discharged the next day on continued asa and plavix therapy the next day, the pt was admitted with chest pain. Per source documents, a non-st elevation myocardial infarction was diagnosed; however, cardiac enzymes were not elevated consistent with guideline definition of an mi. Coronary angiography revealed: 50%-55% stenosis of the proximal lad; under expansion of the mid portion of the mid-lad stent with "hanging stent struts in the proximal to mid portion" (by ivus), two widely patent stents left cx, 50% residual stenosis mid rca "at the site of prior angioplasty." The mid-lad was treated with balloon angioplasty; post angioplasty ivus showed "good apposition, no residual stenosis, and no dissection." The pt was discharged two days later on continued asa and plavix therapy. In the opinion of the physician, all three events had probable relationship to the taxus stents.